Manufacturer narrative:
The reported event of no telemetry was confirmed. The device battery voltage was at end of service (eos) level upon receipt. Device was cut open, code was reloaded after installing new battery, and device was interrogated. Further analysis found no anomaly. Longevity assessment was performed, and device met the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardiac monitor was explanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the implantable cardiac monitor was unable to interrogate via bluetooth. No intervention was performed. There were no patient consequences.